Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the suction irrigator involved with the event be returned for evaluation. However, it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of system log, instrument log and usage reports was performed. The suction irrigator was last used on (B)(6) 2021 on system (B)(4) for 1:05:24 sec. The suction irrigator is intended for a single use and had 0 uses remaining. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip broke off the suction irrigator and fell inside the patient. The fragment was retrieved during the same procedure. There was no report of any patient harm, adverse outcome, or injury. However, unintended fragments falling inside the patient may require surgical intervention, contributing to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tip of the suction irrigator broke off and fell inside the patient. The piece was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information on 05-nov-2021: the da vinci coordinator stated that the handpiece was not returned because the end of the tubing was oozing blood-tinged liquid even after washing/cleaning by the decontamination staff for 30 min. No further information was available despite multiple follow-up attempts to try to obtain more details.